Event description:
The customer reported experiencing high blood glucose as well as having a blank display on the insulin pump. The customer's blood glucose was 400 mg/dl, and at the time the issue was reported, the blood glucose was 106 mg/dl. The customer stated that she was feeling tired due to the high blood glucose and treated with a manual injection. During troubleshooting, the insulin pump passed the high pressure test and the drive support cap appeared normal. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at the electronic assembly. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests could not be performed due to the blank display. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.